Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) therapy and six shocks due to supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed that the device operated as programmed and recommended to perform programming enhancements. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future